Event description:
It was reported the pt has had difficulty locating the ipg with the charger for some time and has not recharged the ipg for several months. A new charger did not resolve the issue. F/u indicates a sjm rep med with the pt and attempted to communicate with the ipg unsuccessfully. It was found the ipg had slightly tilted in the pocket about two inches below. The pt was scheduled for an ipg replacement; the ipg was replaced and effective therapy was regained.

Manufacturer narrative:
This ipg serial number was included in a field correction and a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.